Event description:
It was reported that the patient was experiencing recurring incontinence, and the physician thought the sling "need[ed] to be tightened". During surgery, the patient had his advance removed and a new one placed. No additional patient complications were reported in relation to this event.